Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned. The data logs were returned, and 22 false alarms were found. The cause of the optical signal issue was most likely patient condition related due to software with false iimpella position in aorta alarm observed. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted in a patient with acute myocardial infarction and cardiogenic shock. During use, the device exhibited an ¿impella in aorta¿ alarm. Echocardiography was performed, and pump position was verified. Despite the alarm, the impella continued to provide effective hemodynamic support, and its function was not affected.